Event description:
The patient was a trauma victim in which their ventricular septum was perforated. A sternotomy was performed and a 14mm amplatzer muscular vsd occluder (muscvsd) was implanted. The muscvsd device embolized shortly after being placed and is currently wedged below the mitral valve. Device removal was determined to be too risky due to the patient's unstable hemodynamics. A second muscvsd device was placed and remained in stable position.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The device associated with this event was not returned to sjm for analysis, as it remains implanted. The cause of the reported embolization unknown. Not returned to sjm for analysis.